Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3149, scs lead; therapy date: unknown; medical product: model 3169, scs lead; therapy date: unknown; medical product: model 3169, scs lead; therapy date: unknown; medical product: model 3225, scs lead; therapy date: unknown; medical product: model 1192, scs anchor; therapy date: unknown; medical product: model 1192, scs anchor; therapy date: unknown; medical product: model 1192, scs anchor; therapy date: unknown; medical product: model 1192, scs anchor; therapy date: unknown; medical product: model 1192, scs anchor; therapy date: unknown. Investigation results will be provided in the final report.

Event description:
Device 2 of 10: reference MFR report numbers: 1627487-2019-02906, 1627487-2019-02908, 1627487-2019-02909, 1627487-2019-02910, 1627487-2019-02911, 1627487-2019-02912, 1627487-2019-02913, 1627487-2019-02914, 1627487-2019-02915. It was reported that the patient has an infection at the explanted cervical leads' incision site and the infection site is swollen, discolored, and has drainage. Patient is on oral antibiotics. Follow-up revealed that patient had a surgical washout procedure of the infected area and has drains.

Event description:
Reference MFR report numbers: 1627487-2019-02906. 1627487-2019-02908. 1627487-2019-02909. 1627487-2019-02910. 1627487-2019-02911. 1627487-2019-02912. 1627487-2019-02913. 1627487-2019-02914. 1627487-2019-02915. Additional information received indicated the patient completed antibiotic therapy and is doing well. Patient is reportedly maintaining on-going follow-up with physician.